Event description:
Braun IV catheter with "wings" on IV hub was loose under a previously well secure dressing. IV site and dressing were noted to be saturated with IV fluid blood and propofol. No negative action noted for patient due to early intervention.